Event description:
The patient was at the top arch of the lift position. While being lifted from his wheelchair during a transfer to bed, without warning, the lift began to lower rapidly. Three staff members involved with the transfer reached for the patient and avoided the patient's body, with exception of his feet, coming in contact with the floor. There was no injury to the patient, however, 3 of 3 staff members complained of back, and/or neck pain.